Event description:
It was reported that a user on the ilet experienced hyperglycemia with a blood glucose of 351 mg/dl, without device alerts, and after changing all infusion supplies and resuming insulin delivery, glucose decreased quickly; later follow-up noted glucose at 80 mg/dl and then 76 mg/dl with a headache, and the user was advised to treat low glucose if it occurred. Symptoms included hyperglycemia followed by hypoglycemia with headache. Outcomes included self-management of glucose with supply change and continued monitoring, without hospitalization. Investigation included review of user reports of high glucose, device operation without alerts, supply change, and subsequent glycemic response. Investigation of this case revealed that the cause of the initial hyperglycemia was unclear and that device function appeared nominal after supply replacement, with no evidence of an alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.